Event description:
Report received of dislodgement of the bung from the blood sampling port. It was reported that when the nurse was reinfusing the blood from the safeset reservoir, the rubber bung in the sampling port became dislodged. This resulted in an unspecified amount of blood loss for the pt and blood contamination to the nurse and the surrounding area. It is unk what kind of access device was used to access the blood sampling port. The set was replaced with a new one. There was no reported delay of critical therapy. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.